Event description:
It was reported that a minicap transfer set leaked due to a loose connection of the transfer set to the hub of a titanium adapter. The device was in use for peritoneal dialysis (pd) therapy and this occurred after the patient went for a procedure to manipulate their pd catheter. This was further described as ¿post procedure once the patient was discharged, patient found that the clothing and exit site dressing to be wet¿. As a result, the patient applied a clamp to the pd catheter and went to the pd clinic for further assessment. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.